Event description:
It was reported that, during a thr procedure, the inner trial 12/14 fem head 36 mm +0 locking part broke. No pieces fell into patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr procedure, the inner trial 12/14 fem head 36mm +0 locking part fracture. No pieces fell into patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
H6: the associated device was returned and evaluated. A visual inspection was conducted and confirmed the stated failure mode. A visual inspection was conducted and confirmed one of the tabs on the inside of the device is broken off, rendering it inoperative. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.